Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3600d-2 drill bit broke off. It was noticed when the anchor was being seated that the drill bit broke. The anchor fixation held, and the labrum was secured. The case was completed successfully. The broken drill bit was not retrieved from inside the patient. This was discovered during a left shoulder arthroscopy and labrum repair procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.